Manufacturer narrative:
During the laboratory evaluation, no decrease in the electronic patient gas system (epgs) oxygen (o2) output occurred. The product surveillance technician (pst) connected the epgs to a system-1 simulator and central control monitor (ccm), attached oxygen and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm, initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.65 volts, within the specification of 0.55-2.758 volts. The pst operated the epgs at 2.5 l/min and 5 l/min and 100% o2 for half an hour each with no decrease in o2 output from the epgs. He then operated the epgs at 2.5 l/min and 5 l/min and 50% o2 for half an hour each with no decrease in o2 output from the epgs. The pst placed the epgs into cold soak at ten degrees celsius for two hours and when removed from cold soak, operated the epgs at 5 l/min and 100% o2 for half an hour with no decrease in o2 output from the epgs. He then operated the epgs at 2.5 l/min and 5 l/min and 100% o2 for half an hour each with no decrease in o2 output from the epgs. He then operated the epgs at 2.5 l/min and 5 l/min and 50% o2 for half an hour each with no decrease in o2 output from the epgs. The pst placed the epgs into heat soak at 40 degrees celsius for two hours and when removed from heat soak, operated the epgs at 5 l/min and 100% o2 for half an hour with no decrease in o2 output from the epgs. He then operated the epgs at 2.5 l/min and 5 l/min and 100% o2 for half an hour each with no decrease in o2 output from the epgs. He then operated the epgs at 2.5 l/min and 5 l/min and 50% o2 for half an hour each with no decrease in o2 output from the epgs. He physically agitated internal air hoses, connectors and circuit boards which did not cause failure. The device was sent to service for further evaluation.

Event description:
Correction: the reported issue occurred during an aortic valve replacement (avr) - coronary artery bypass graft (CABG) procedure.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the system-1 was due for a two year pm. The fsr did not verify any issues that related to the customer's complaint. He downloaded the service data logs and sent to the manufacturer for further evaluation. The fsr performed a complete operational test of the entire system-1, including the epgs. All operated normal with no issues found. The fsr replaced the epgs as part of the two year pm and this complaint. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. The software data logs were received by the manufacturer on 07-jan-2016 for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, during evr-coronary artery bypass graft (CABG) surgery the oxygenation saturation numbers were decreasing on the monitor and returned blood did not appear to be oxygenated, patient was taken off bypass. There were no visual or audible alarms observed on the electronic patient gas system (epgs). As a result, the system-1 was not changed out during this procedure. The system and disposable were sequestered, a new tubing pack (at least main parts) and capiox rx25 oxygenator were changed out. There was a 60 minute delay in the case. There was a 600-800 milliliters (ml) loss of blood. The surgical procedure was completed successfully. There was no adverse consequences to the patient. Per the clinical review on 8-jan-2016: the facility recall coordinator (frc) at the user facility gathered this information from the perfusion team. On the initiation of cpb, at 0900 on (B)(6), the arterial blood became dark and appeared to be desaturated. According to frc, the gas supply to the oxygenator that was being provided by the epgs of the system-1, was adequate and per their expectations. The calibration of the epgs was successful prior to cpb, and gas flow and fraction of inspired oxygen (fio2) levels were able to be set and adjusted as needed via the central control monitor (ccm) slider controls. A mechanical gas flowmeter was used and positioned between the epgs outlet and the oxygenator gas inlet and the mechanical flowmeter levels matched the flow rate displayed on the ccm. After some troubleshooting of the hardware and other gas supply components (e.g. Gas line tubing and vaporizer), the clinical team decided that the oxygenator needed to be changed out prior to cardioplegic arrest of the heart. As the patient's heart was still beating, the patient was ventilated by anesthesia and the patient was weaned from cpb at about 0905. According to the information from the frc, the patient was weaned with good hemodynamics and remained stable during change out of cpb circuit components. According to the frc, the clinical team elected to change out the following disposable components: sarns centrifugal pump head, terumo af125x arterial filter, and the capiox rx25rw oxygenator with integrated cardiotomy/venous reservoir. The estimated blood loss according to the clinical team was 600-800 ml. In addition to these changed cpb circuit components, as the patient was stable, the cardiovascular (cv) surgeon instructed the perfusion team to set-up another complete cpb system (system-1 and full cpb disposables) as a precaution to have available if other issues occured later in the procedure. Cpb was re-initiated at 1000 and thus the patient was off cpb, but hemodynamically stable, for 55 minutes. Total delay in the start of the procedure was 60 minutes. There were no other issues the remainder of the procedure and the case was completed successfully. The patient was weaned from cpb without issue, and the patient was alert and extubated just a few hours after the procedure. There was no harm observed. The field service representative (fsr) was called to the hospital to test the system-1 hardware and found there has been no preventive maintenance (pms) done for two years as the hospital does not have a service contract and the user facility's biomedical engineers (biomeds) were not trained by the manufacturer (via approved training course). As a precaution, the epgs was changed out with a reconditioned unit.

Manufacturer narrative:
The reported complaint was not confirmed. As per log analysis, there is no indication of a problem with the system 1 (or gas system) in the log files. There is no way to tell from the log files if the disposables were functioning properly. The oxygen sensor received with the electronic patient gas system (epgs) was manufactured on april 2, 2014. As per system 1 manual, the customer should replace the o2 sensor every six months. Additionally, per service report, the epgs was removed in february 2011 then it was reinstalled in february 2013. The epgs was due for reconditioning in february 2015 as suggested by the manufacturer's operators manual. During service repair, the service repair technician (srt) installed a new blender in lieu of reconditioning the blender. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.